Event description:
Report 2 of 2. Synthes (B)(6). Notified anspach about return of gre-1 for packaging defects that were found during incoming visual check. It is known that the device was not used in surgery. It is also known that there was no pt/user injury or medical intervention. If any add'l info should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).